Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic dilation procedure, the physician used a cook quantum ttc colonic balloon dilator. It was reported [that] the customer experienced an intestinal obstruction 5 days post procedure. No further information is available. It was not reported if a section of the device remained inside the patient¿s body. It was not reported if any additional procedures were required due to this occurrence. It was not reported if the patient experienced any further adverse effects due to this occurrence.

Manufacturer narrative:
This MDR follow up report is being submitted to cancel the initial report submitted relating to this event. An emdr report was initially sent on 12/07/2022, based on the assumption that medical intervention would be required and the adverse event was device related. It was further reevaluated by clinical, where it was determined that this incident would not require intervention to preclude a serious injury or death, and it has not historically caused or contributed to a serious injury or death. This incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. Reference the additional information section for this justification.